Event description:
It was reported that the customer passed away and his glucose reading at time of death was over 400mg/dl. It was stated that the customer was running high the night before due to a new medication he took at bedtime and never woke up. The doctor believes his heart failed. It was mentioned that the customer was wearing the insulin pump at time of death. The spouse stated that the insulin pump was thrown away. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.